Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs would not power on or the charge gantry batteries. The representative determined it to be caused by the input fuses. Once the fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system was being transported from room to room and when placed in the second room, the mobile view station (mvs) would no longer power on. There was no patient present when this issue was identified.